Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion in the right coronary artery (rca) was predilated with a maverick balloon. The physician attempted to advance the taxus express2 3.0x24mm drug eluting stent, but it would not cross the lesion. The physician was pulling back on the stent delivery system when the stent embolized to the right renal artery. The physician attempted to snare it but was unsuccessful. Three new taxus stents were placed in the distal rca. No patient complications were reported. Patient status is satisfactory.